Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in 2nd floor pt room at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the casters were the issue. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014 and 2015. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the brake casters to resolve the issue. Based on this info, no further action is required.